Event description:
A malfunction on a pump was reported. The customer's blood glucose level remained within normal range, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to call back if any issues arose.